Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use, resistance was noted while removing a yellow protective sheath from a 3.75x20mm nc trek rx balloon dilatation catheter (bdc) and the balloon became stretched. The device was not used and there was no patient involvement. A non-abbott device was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The reported stretched material was able to be confirmed. The difficulty to remove was unable to be confirmed because the sheath was not returned. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.